Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. There is no evidence to suggest that a device malfunction or procedure caused the reported event. Clinical factors that may have contributed include the patient's previous medical history, and related comorbidities and the progression of the patients underlying disease process. There are patient pharmacological factors, including anticoagulation issues that may have contributed to this event. From all indications, the device operated within specifications and as intended with no indication of any device malfunction. The surgeon stated that the event was not device related. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient expired on (B)(6) 2017 from multi-system organ failure following pump implant. It was stated that the patient was critically ill on. Extracorporeal membrane oxygenation (ECMO) going into surgery. It was also stated by the surgeon that the event was not device related. It was further stated that there would be no returns. No additional information available.

Manufacturer narrative:
It was reported from the site that the death was not device related. It was also stated that an autopsy would not be done and that the pump and equipment would not be returned. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.